Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, lesion pre-dilatation was performed using a 3.5x15 then a 4.5x15 non-abbott balloon dilatation catheter via inflation to 16 atmospheres. During advancement of a 3.5x15 rx xience prime stent delivery system (sds) toward a mildly calcified, 50% stenosed, de novo lesion in the mildly tortuous mid right coronary artery, prior to reaching the target lesion, resistance was felt and, while no force was applied, the proximal shaft separated. While resistance was also felt during retraction, no force was applied and the distal piece of the device was able to be withdrawn from the anatomy. The lesion was treated with an unspecified balloon dilatation catheter, resulting in a timi flow of 3. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.